Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes foreign matter was embedded in the wall of (x) tube(s). No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 31-jan-2025. Investigation summary: bd received two (2) samples and six (6) photos for investigation. After analysis, foreign matter was observed within the tubes in the customer photos. Additionally, both customer samples failed the visual inspection for foreign matter, identified as unknown. Further analysis using a functional test on one of the customer samples determined that the foreign matter appeared to be grease. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes foreign matter was embedded in the wall of (x) tube(s). No adverse impact was reported regarding the patient or user.